Manufacturer narrative:
The product was returned for analysis and the reported "partial tear of haptic" was observed. Intraocular lens (iol) returned in zip lock bag. Solution is dried on both surfaces of the remaining optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two, with a piece missing and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "partial tear of haptic, slight change in myopia and reduced visual acuity". Solution is dried on the returned iol. The optic is torn/split-cut dividing the iol in two, with a piece missing and scratched/marked-rejectable. The observed damage is consistent with lens having been explanted. The product was subject to handling and the reported "partial tear of haptic" was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed "broken haptic" would not meet our current release criteria. The root cause for the reported "slight change in myopia and reduced visual acuity" could not be determined. The lens was replaced from company 6.5d to company 7.0d. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, a partial tear at the base of the haptic was noticed. But the surgery was performed and completed without product replacement. There were no postoperative problems, but later due to slight change in myopia and reduced visual acuity, the iol was replaced with a company lens in a secondary procedure. The physician said that patient felt some discomfort at the time of implantation during first operation, and also felt discomfort when the replacement lens was implanted later. Therefore, the replacement lens was also removed immediately and new lens was implanted. Additional information received stated that patient's symptoms have been recovering.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).